Event description:
Pt telephoned from home to advise that his PICC line was leaking and had become disconnected. Advised to immediately clamp the catheter and come into the outpatient clinic. The PICC line had fractured at the clave connection and the chemotherapy was leaking. The pt was sent to dsa to attempt an overwire rescue which failed and the PICC line had to be replaced. No part of the device remained inside the pt-the catheter line was removed in dsa. No adverse effects to the pt were reported, but he did not receive the full dose of chemotherapy, and there was a risk of infection with an open PICC line, before it was clamped.

Manufacturer narrative:
(B)(4) - device breakage is not labeled. Event eval: still under investigation.